Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that the helix extension was within specification. The helix was clogged with dried body fluid, preventing it from extending and resulting in the distal coil being overtorqued. The damage is consistent with that occurring during the surgical procedure.

Event description:
It was reported that high lead impedance was observed. Lead dislodgment was suspected. During the lead revision, a helix anomaly was observed. The lead was explanted.